Manufacturer narrative:
The explanted products were discarded by the medical facility and will not be returned for eval.

Event description:
The pt's leads were explanted due to skin erosion and infection at the incision site. The pt's infection has reportedly cleared.